Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the submental on (B)(6) 2021 using the coolmini and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data: a4, a6, b3, b5 (treatment date, applicator), d1, d4, d8, d10, g1, h3, h6, h11.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment using unknown applicator to the submental area may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.